Manufacturer narrative:
Per user guide: check that your connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the luer lock connection between the cartridge pigtail and infusion set tubing was loose. Customer tightened luer lock to resolve the issue and insulin delivery was resumed. Customer's blood glucose ranged from 124-171 mg/dl.